Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient revealed they presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations not provided) at the home dialysis clinic daily (course completed (B)(6) 2026). The patient has recovered from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) therapy at home utilizing the same liberty select cycler without any reported issues. The patient stated they did not know how the peritonitis occurred, however they stated they had not encountered any issues with any fresenius device(s) and/or product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, during follow-up the patient reported they did not encounter any fresenius device(s) and/or product(s) issues. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. It should be noted that a lack of clinical based follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler.